Event description:
Faulty foley. After inserting the foley, bedside rn was unable to flush, and no urine output was noted. After removing the foley, it was discovered that the foley was somehow unable to be flushed and was leaking instead.